Event description:
The user facility reported a 59 year-old male was implanted with an impella 5.5 device for mechanical circulatory support after a myocardial infarction. It was reported that the yellow luer had a crack and was leaking. A purge bypass was performed. No harm or injury was noted and support continued with the pump.

Manufacturer narrative:
The investigation into the yellow luer crack has been completed. The device was not returned for evaluation. However, the clinical report has been reviewed. The root cause of the purge leak was most likely a yellow luer crack. This crack was likely due to the combination of the use of bicarbonate and the potential use of kelly clamps. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-03006 was provided in sections b2, b5, h1, and h6.

Event description:
Survival outcome at explant noted the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).